Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had their device explanted on (B)(6) . The physician didn't believe the sensation the patient was feeling was related to their implant, but was going to be sent back for analysis. The physician wanted a copy of the report so he could reassure the patient there was nothing wrong with the device. The patient did well with the procedure, was in recovery, and recovered without sequela. It was noted that impedance values were all within normal limits.

Manufacturer narrative:
The ins (serial #(B)(4)) was returned and analysis found the stimulation ins to be functionally okay with insignificant anomalies.

Event description:
It was reported that while the stimulation was off the patient was experiencing stimulation ¿all over¿. They were feeling it in their abdomen, feet and legs. They feel it whether they are walking or lying in bed. They were feeling stimulation even if the device had been off for weeks. It was noted the patient may have had a fall sometime between when the device implanted and the time of the report. The manufacturer representative was with the patient checked the device and it showed that they had hardly used the device over the past month. All impedances looked normal and were anywhere between 600-1000 ohms and it was confirmed the device had been off for over 3 weeks. The manufacturer representative reprogrammed the device with ¿hd¿. The patient¿s health care provider (hcp) noted that the patient¿s pain had improved. The stimulation in the feet was unexpected to the patient. The cause of the event was undetermined however the patient was noted to have recovered without permanent impairment. They were scheduled to meet with a surgeon to discuss a plan on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was going to get a CT scan and see if he could determine what was causing the tingling sensationwhen the system was off. The physician thought the lead may be too wide for the canal and was going to discuss replacing the lead with a more narrow one. The patient reported the sensation was not as bad as before but it still bothered him from time to time. This event will be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.